Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice claria were reviewed. A review of the log files showed there were no findings that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient "felt a bit heavy and had difficulty to breathe" during dwell 2 of 6. The patient was connected to the homechoice claria device at the time of the events. Technical service (ts) advised the patient to perform a manual drain until they felt better and then end therapy. The patient stated they wanted to drain and then continue with therapy. The drain volume was 1013 ml. The patient reported they felt better and would continue with therapy. Ts advised the patient to inform the nurse and confirm their program. There was no report of medical intervention associated with this event. The device was operational, and a swap was not necessary. No additional information is available.

Manufacturer narrative:
G1: device manufacturer postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.